Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73e1600222 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clamps of the skin stapler get blocked at the edge of the cartridge so the stapler cannot be used any further. The patient's condition is unknown at this time.